Event description:
Healthcare professional reported left side saline deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported saline deflation, healthcare professional later reported "capsular contracture baker grade IV, severe bottoming out, painful breast deformity and grade 3 ptosis". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b1, b3, b.5., h6.